Event description:
It was reported that the patient's stimulation was not therapeutic enough at a low level. Once the stimulation was increased the patient could not bend over due to a shocking sensation. The hcp confirmed that the patient did experience shocking sensations at the lead site. The patient's outcome was not reported.

Manufacturer narrative:
.